Event description:
It was reported to philips that the ippc memory had failed. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the course of investigation, it was identified that there was no direct customer complaint, but a notification was automatically raised by philips log file monitoring, which indicated that the image processing pc experienced a memory failure. The issue occurred on (B)(6) 2024. The system usage information is not available as no issues were reported by the customer. A philips field service engineer (fse) inspected the system on-site and identified an issue with image processing pc (ippc). The fse replaced the ippc and its hard drives. The system was returned to use in good working order. Log files identified an issue with the disk bay of the ippc. Philips has initiated a medical device correction (z-1151-2024) for this issue. The correction is implemented on this system on (B)(6) 2024. The ippc was returned for further analysis and no failure was observed. The codes were updated based on the investigation outcomes.